Event description:
Customer reported issues with the insulin pump. Customer states that they are having an issue with their insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to confirm the error alarm in the alarm history screen due to an overwritten history file. The pump passed the displacement, rewind, basic occlusion and prime test. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to prime during the prime test due to slight moisture damage on the force sensor. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads.